Manufacturer narrative:
The investigation demonstrated that the system performed as intended and that the perforation likely occurred when the surgeon opened up the ak due to his technique.

Event description:
P1008 - naissue: michelle lorz from (B)(4) institute - lls2297 reported tojanet eischens on (B)(6) 2021 that on case (B)(4) when opening temporal ak, itperforated, and a suture was needed. Surgeon seeking review and wants toknow if this was caused by the laser.